Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided which appears to confirm the event. The device history review was not conducted because the lot number is not known. The lot history review was not conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised the following: postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device and bone. Additionally, this implant is contraindicated where pathological conditions of bone which would adversely affect the device. Physical conditions that would eliminate, or tend to eliminate, adequate implant support or retard healing. Conditions which tend to limit the patient¿s ability or willingness to restrict activities or follow directions during the healing period. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the asbr-bb, microlink, all-suture button and backstop (radiopaque), was removed from patient on (B)(6) 2023 when it was reported, ¿boney "erosion" found beneath all-suture backstop, thumb side. Implant removed.¿. The procedure was completed without any delay. Initial date of implantation is not known. Date of removal is (B)(6) 2023. No diagnosis of why the implant was removed. The patient sought medical attention because the implant was causing discomfort at the base of their second metacarpal. It wasn't until the implant was removed that the boney erosion of their thumb was discovered. There was no report of hospitalization for the patient. This report is being raised due to the reported injury of implant removal during secondary surgery.

Event description:
The sales representative reported on behalf of the customer that the asbr-bb, microlink, all-suture button and backstop (radiopaque), was removed from patient on (B)(6) 2023 when it was reported, ¿boney "erosion" found beneath all-suture backstop, thumb side. Implant removed.¿. The procedure was completed without any delay. Initial date of implantation is not known. Date of removal is (B)(6) 2023. No diagnosis of why the implant was removed. The patient sought medical attention because the implant was causing discomfort at the base of their second metacarpal. It was not until the implant was removed that the boney erosion of their thumb was discovered. There was no report of hospitalization for the patient. This report is being raised due to the reported injury of implant removal during secondary surgery.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.